Event description:
Everest medical biocoag forceps 10mm did not work properly during surgery. Cautery machine and cord changed out, still did not work. Used 5mm successfully with the same cautery machine and cord. Surgeon requested FDA be notified since he had repeated problems in the past.